Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing due to noise. This noise resulted in inappropriate anti-tachycardia pacing. Lead revision was attempted, but physician was unable to achieve proper ventricular access during procedure. Insulation breach was noted. The lead will continue to be monitored. The patient was stable.

Manufacturer narrative:
The reported events of noise, inappropriate atp, insulation damage, fracture and high pacing lead impedance were confirmed. As received, a partial lead was returned in two pieces. Visual inspection of the lead found external insulation abrasion consistent with friction to the device can breaching the ring electrode cable lumen at the proximal region of the lead. Both ring electrode cables were abraded/fractured in this location. The cause of the reported events was isolated to the abraded/fractured ring electrode cables.

Event description:
New information notes the lead exhibited high pacing impedance and conductor fracture. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.